Event description:
It was reported by the rep that during a laparoscopic gastric bypass procedure on the 8th firing, the device partially fired. The device cut and staples. The staples were not formed. Hand suturing was performed to complete the case. The procedure was prolonged 45 minutes. There was no patient consequence. One device is being returned.